Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method/results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a review was performed for the finished goods lots purchased during the past year for this item and no transactions were found. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4). Item #sxpd1b401 stratafix spiral pdo knotless tissue control device; CT-1 0 pdo 30 cm, lot unk.

Event description:
It was reported that after a spinal neck procedure the pt's wound dehisced. The pt was reoperated on with an unk type of suture. No device will be returned. (B)(4).